Event description:
Updated summary: it was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported the infusion set did not adhere and leaked insulin. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with manual injection. The event involved product(s) mmt-397a, mmt-332a, mmt-1884, and mmt-397a. Troubleshooting was performed for the infusion set issue. Advised the customer to replace the infusion set. Troubleshooting was declined for the reported harm. It was unknown that the customer was using the pump for 48 hours before the reported event, and it was unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, and mmt-397a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The updated information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary. 2. Section h6 - replaced health effect - impact code 4613 (insulin pump (subcutaneous insulin infusion)) with 4613 (manual injection/insulin pen) for health effect - clinical codes 1905. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported infusion set did not adhere and leaks insulin. The customer reported blood glucose value of 400 mg/dl. The customer reported hyperglycemia treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-397a, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed for the infusion set issue. Advised customer to replace the infusion set. Troubleshooting was declined for the reported harm. It was unknown that the customer was using the pump for 48 hour before the reported event and unknown that the customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-332a, mmt-1884, mmt-397a.